Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the auxiliary power dock connector not making proper contact with the auxiliary power adapter. Without a proper connection, the device would not be able to power up with ac power or charge the battery. The customer indicated that this was the only battery for the device. The auxiliary power dock connector was re-seated and re-secured to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.